Event description:
The initial attorney report alleged pain and harm as well as injuries and damages due to defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005, pt underwent repair of right inguinal hernia, small indirect, and small femoral hernias with a kugel patch. On (B)(6) 2005, pt presented to the ER with increased edema to his feet. Pt was given a diuretic and advised to return home and elevate his feet.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. It appears that the pt developed normal postoperative lower extremity swelling. There is no indication in the medical records that a device failure occurred. Additionally, the mesh remains implanted. If add'l event and/or evaluation information is obtained, a follow up MDR will be submitted.